Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurost imulator. It was reported that the patient experienced a feeling of an electric current / a boost of current on the side of the implantable neurostimulator (ins). The event began occurring 2 months ago after the patient received a new hip. It was also noted that the event only occurred once. Impedances and the battery were checked and it was confirmed that they were both ok. The diagnostic methods included the patient reporting the event on (B)(6) 2017. The etiology was noted as possibly related to the device/therapy and not related to the implant procedure. An "other etiology" of a "one time electric current after operation" was noted. There were no actions/interventions taken to resolve the event as the issue was considered resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Updated evaluation coding per recent FDA coding changes. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the etiology was not due to programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the clinical diagnosis was updated to "feeling of an electric current right abdominal". No further complications were reported/anticipated.